Manufacturer narrative:
The fse evaluated the device and determined that due to the accidental fall of the device, multiple parts were damaged. As a result, the device did not turn on, and the functional test was failed. The device showed various errors including ECG (cable error, blocked therapy error and the defibrillator is in the department with disconnected battery and power. Hence multiple defective parts (dfm100 processor pca (printed circuit assembly) assy( 453564489071), dfm100 therapy pca assy(453564489061), dfm100 battery board assy(453564489231), dfm100 ac power module (453564488951) and dfm100 som pca assy (453564489051) were replaced to resolve the issues and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device had a red x after a fall. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.